Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances. The impedances were greater than 2000 ohms. Troubleshooting was discussed with boston scientific technical services. At this time, the rv lead and existing cardiac resynchronization therapy defibrillator (crt-d) remain in service. No adverse patient effects were reported.